Event description:
The customer returned the Bronchovideoscope to the service center for a separate issue. During the device analysis, the investigator indicated a burn on the distal end. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or when new and significant information becomes available.Olympus will continue to monitor field performance for this device.